Manufacturer narrative:
An olympus endoscopy support specialist (ess) inspected all methods of reprocessing to make sure proper procedures were being adhered to as per the reprocessing instructions for use for the scope, and it was noted that the customer was following the guidelines of the IFU with a minor correction needed to ensure bronchoscopes are not having fluid flushed through the channels during manual cleaning as the IFU only calls for aspiration of fluid through the channels. High level disinfection (hld) was observed to be done properly via a dsd edge automatic endoscopic preprocessor (aer) and the customer dries channels post high-level disinfection with a channel drying machine for 10 minutes per scope. The scopes are then placed into a drying cabinet in a room with a cool temperature. The ess completed an in-service on the broncho videoscope and the cleaning, disinfection, and sterilization of the device was reviewed. A repair reduction in-service was also completed, and the facility repair trends and ways to avoid and prevent common repairs was reviewed. The customer was also informed of ways to prevent the accumulation of mold within the endoscope by ensuring the scopes do not sit in the moistened aer basin post hld process for extended periods of time. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number 2429304-2024-0000376.

Event description:
It was reported that a patient developed an infection involving mold after an unspecified procedure using this bronchovideoscope. The customer is starting an investigation to find out if the cause of the infection is related to the bronchoscope or if it is an environmental issue. Additional information has been requested but no further information was received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, results of third-party testing, and lms final investigation. Additionally, to provide an updates to fields (d8, d9, h3, and h4). The lm reviewed the customers provided the cds processes. While a minor deviation was noted in the manual cleaning, no significant deviation from IFU was observed. The device was evaluated by olympus, and the third-party culture results were positive for bacillus mojavensis. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 24, 2024. Sampling from: insertion section (the circumference from the tip to the 10 cm point) cfu: unknown. Bacterial identification: bacillus mojavensis. Sampling date: sep 24, 2024. Sampling from: biopsy/suction channel. Bacterial identification: no growth. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the subject device and the subject events were unable to be determined. The specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.